Event description:
Reporter initially noted eye infection od post-op. No intervention reported additional information received on 03/08/2006 noted event was 3-5 days post-op. Aqueous and vitreous cultured: staph epidermidis. Patient had vitrectomy, vitreous biopsy, and intravitreal antibiotic injection. Outcome is unknown; still under treatment.